Event description:
Philips received a complaint on the v60 ventilator, indicating that they had a technical question for a part. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the original issue was no 24v from the power supply to the power management printed circuit board assembly (pm pcba). While replacing the power supply, the customer found a grease like solution was coming out of the capacitors of the motor controller (mc) pcba. The substance landed on the connectors of the power supply, making it defective and leading to the initial 24v issue. The customer was provided with part information for the mc pcba. A good faith effort (gfe) response from the customer received on (B)(6) 2023 stated that the mc pcba had been ordered but not yet delivered.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00379. All information from the original report(s) has been transferred to this report.